Event description:
Device malfunction: vessel locator wings collapsed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted an arteriotomy closure after an interventional procedure. After the physician pushed the vessel locator button, the button would not stay in. The physician aborted the procedure and used manual compression to obtain hemostasis. There were no reported adverse patient effects. No additional information is available.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed severe carving of the shaft nylon which was completely severed at the distal end, and a damaged and displaced trigger pin guard and damaged trigger button. The reported complaint of the vessel locator button not remaining depressed was not substantiated, as inspection of the button and its mating safety release button indicated normal engagement and no disengagement. No malfunction of the device was detected. The damaged trigger button and trigger pin guard are a result of user error as evidenced by the proximal position of the thumb advancer in relation to the distal position of the garage tube. A review of the device history did not produce any findings relevant to this report.